Event description:
It was reported that patient faced occlusion at insertion site on (B)(6) 2026.

Manufacturer narrative:
MDR 3003442380-2026-22948 / initial 1 of 2. Name: ypsomed ag. Country: czech republic. Street: weissensteinstrasse 26. City: solothurn. Zip code: ch-4503. Based on the available information, this event is deemed to be a reportable malfunction. To date no additional information has been received. Should additional information become available, a follow-up report will be submitted. FDA registration number reporting site: 8021545. Manufacturing site: 8021545.